Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 345 mg/dl and that the cannula was bent. Hyperglycemia treated by patient with a bolus (exact amount was not provided) of insulin. The pod was worn longer than 48 hours on the abdomen.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent or kinked. The download data did not show any timeouts or drive stalls.